Manufacturer narrative:
Continuation of d10: product ID 3877-45 lot# va2lvbj. Implanted: (B)(6) 2026. Explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(6), ubd: 26-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a trial, the clip-lock anchor would not allow the lead to pass through when in 'open' position. When testing impedances of the epidural lead alone, they were all in range. When the extension was added, they were all out of range. Nothing was noted to have possibly led to the issue. They tried several times but there was no change. They used a separate extension kit and injex bumpy anchor. The issue was resolved at the time of report, the kit was used for a temporary trial which ended 3 days later when all equipment was removed from the patient. It was noted surgical intervention did not occur. Additional information was received from the manufacturer representative (rep) stating the out of range impedances were high, specifically greater than 40,000 ohms on all contacts when connecting using the extension. When they connected directly to the epidural lead, only contact 6 was out of range at greater than 40,000 ohms. Tracking information for device return was being collected.

Manufacturer narrative:
H3. Device analysis for extension (B)(6) revealed no significant anomaly. There was a setscrew missing at the distal end of the extension. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the extension. B21, c21, and d16 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 updated: product ID 37081, serial# (B)(6), product type extension. H3: device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was clarified the lead was never returned, just the extension and anchor were returned for analysis.